Event description:
The pump was returned for recurring loss of prime. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. This report is made based on results of investigation completed on 01/25/2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/25/2012 with the following findings: evaluation revealed a dislodged display screen and partially dislodged force sensor pins.